Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon inspection at the warehouse that there was scratch on the sterile package. No adverse events have been reported as a result of the malfunction.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h3, h6, h10. Visual evaluation of the returned product identified that there is a scratch on the sterile pouch that can be felt by fingernail. Sterility has not been compromised. The complaint has been confirmed by visual evaluation. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet control cannot be determined. A definitive root cause cannot be determined.